Manufacturer narrative:
(B)(4). Concomitant medical products: univ 2-hole shl 52mm lnr sz 23/ pn 14-103652/ ln 302330. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported during the second (left) surgery of a bilateral hip arthroplasty that after the cup and handle were threaded, the tip thread of the handle was fractured to the bottom of the cup and could not be removed. In order to complete the surgery, surgeon had to remove the cup and replace it with another one. There was a 40 minute delay.

Manufacturer narrative:
Report source: the event occurred in (B)(6). Device was returned for evaluation. The tip of the inserter remains in the threaded hole of the shell. Event reported for the device tip fracture has been confirmed. Review of the device history record (DHR) found that the device left the manufacturing facility in a non-conforming state, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.